Event description:
It was reported that during equipment testing conducted by a service technician that the device was unintentionally running while it was in safe mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.